Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after batter change. The customer was off of the insulin pump for a couple of days and treating with manual injections. During that time, the customer had low blood glucose in the 2.0 mmol/l range. Current blood glucose was 20.6 mmol/l. The contacts are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery. Customer stated the insulin pump alarmed again. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.